Event description:
A facility reported that there was a patient slip involving the mayfield modified skull clamp (a1059). Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.